Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, postoperative bone fracture and pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date implanted - (B)(6) 1999. Requested but not returned by hospital.

Event description:
Patient underwent a right hip revision procedure approximately seventeen years post-implantation due to possible metallosis. The ceramic head and poly liner were removed and replaced. There was no device wear found during the procedure.

Manufacturer narrative:
Medical product - biomet acetabular liner catalog#: 105903, lot#: 411660.

Event description:
Patient underwent a right hip revision procedure approximately seventeen years post-implantation due to pain. The ceramic head and poly liner were removed and replaced. There was no device wear found during the procedure.